Manufacturer narrative:
An icy catheter (lot # 64907) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for icy catheter lot # 64907. A visual evaluation of the returned catheter was performed. The unit was received with traces of blood on the shaft and infusion ports. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The catheter was pressurized up to 100psi; however no leak was noticed with the device. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned device did not confirm the customer reported complaint as no issue was noted with the catheter. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process.

Event description:
A (B)(6) male patient was hospitalized for percutaneous coronary intervention (pci) after return of spontaneous circulation (rosc). The patient's initial temperature was 34.4°c with a target temperature of 33°c. The mode on the console was set to max. An icy catheter was inserted smoothly in the left femoral vein. The dwell time of the zoll catheter was about 4 days. The system had been running in rewarming mode for 2 days at 36.2°c with the controlled rate was .25 degrees c/hour. During therapy, the system alarmed and fluid was observed on patient's bed. It was assumed that the catheter was leaked and the catheter was removed. The current condition of the patient is intubated and ventilated. There was unknown any patient injury or no death reported. There was no any patient injury or death attributable to our product.